Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
As per the reporter, the oscar pro allegedly was not working during the surgical procedure. The procedure was completed using manual tools with an extended femoral osteotomy. Surgical procedure was delayed by an hour.